Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) had a hole and that they had to open another unknown mynxgrip device. The second device worked and the closure was finished successfully. There was no reported patient injury. The product was properly stored and opened in a sterile field. The user was trained to the device. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) had a hole during use inside the patient and they had to open another unknown mynxgrip device. The second device worked and the closure was finished successfully. There was no reported patient injury. The product was properly stored and opened in a sterile field. The user was trained to the device. Additional information was requested but not provided. A non-sterile ¿mynxgrip vascular closure device 6f/7f,¿ associated with the reported complaint, was returned for investigation inside a plastic bag. Upon visual inspection, the shuttle was observed to be engaged with the black handle. The syringe was connected to the device, and the stopcock was found to be open. The sealant was not returned for evaluation, and the advancer tube was exposed along the shaft of the device, while the balloon was received fully deflated. Additionally, the procedure sheath was not returned for evaluation. No other anomalies or damages were observed during the visual inspection of the device. During this evaluation, the balloon was fully inflated, and the pressure was maintained. The balloon was able to be inflated and deflated properly, with the inflation indicator functioning as intended, according to the mynxgrip instructions for use (IFU). The reported event of ¿balloon loss of pressure¿ was not observed through analysis of the returned device since during the functional analysis, the balloon inflated and deflated properly, maintaining pressure as expected. The inflation indicator worked correctly in accordance with the mynxgrip instructions for use (IFU). The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.